Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a lot of swelling around the ipg site and could be a possible infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- paddle leads upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7041130.

Event description:
It was reported that patient had a lot of swelling around the ipg site and could be a possible infection. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned.

Event description:
A report was received that the patient had a lot of swelling around the ipg site and could be a possible infection.